Event description:
The device was implanted in 2003. It is reported that the pt had a "fainting spell" and fell. Pt was able to get up and walk, but two days later discovered that the knee had dislocated. Pt had a history of cardiac problems and the "fainting spell" was diagnosed as a syncope episode. The device was revised in 2005.